Manufacturer narrative:
Device lot# not provided/unknown.

Event description:
The dentist reported that they experiencing difficulties separating the placement driver (iipdts) from the implant after placement. The driver will fit into the implant but would require force to remove it. The surgery was completed using an alternative method.

Manufacturer narrative:
One certain driver tip was returned for inspection. Visual inspection revealed moderate wear and corrosion about the hex tip. The o-ring is noted to be worn down and pressed inward. Returned device was examined visually by the naked eye and through magnification. Part was functionally tested. The reported event could not be recreated, however it was discovered that the implant would not sit well in the driver and fall out with almost no force applied. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.